Event description:
It was reported that a user experienced bluetooth connectivity failure between a dexcom g7 sensor and the ilet, resulting in loss of cgm data on the pump and a temporary interruption of automated insulin dosing decisions; the user toggled between dexcom g6 and g7 modes, restarted the ilet, and re-entered the g7 sensor code, after which pairing succeeded and real-time readings resumed. Symptoms included no physical complaints, with hyperglycemia documented at 220 mg/dl after a meal without a meal bolus during the disconnection period. Outcomes included a transient elevation in glucose with device alerts noted and subsequent return of ilet functionality once cgm pairing was restored. Investigation included phone-based troubleshooting and user education to re-establish cgm pairing and confirm alert history. Investigation of this case revealed that the loss of connectivity occurred after switching cgm modes and was resolved by restoring the correct sensor configuration and code entry. It was concluded that the event involved a communication and configuration issue between the cgm and ilet that was resolved through standard troubleshooting, with the device expected to continue normal function. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.